Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
I was in a procedure this morning and product code 82-6631 lot number crmbtl after zeroing started to climb to pressures ranging from 27 to 52 without the product being implanted. The sensor was zeroed correctly then tunneled and then the high icp readings began. We disconnected and reconnected, rezeroed and the increase in icps resumed. They opened another sensor and zeroed it fine and it did the same thing. We switched out the icp express monitor and the erroneous numbers disappeared. The icp express box is being sent to biomed for evaluation. The patient did fine and it did not delay surgery more than 30 minutes. Please send a replacement sensor. I have the 82-6631 explant and would like to know if you would like it returned. 10/6/2015: the monitor is being sent to the biomed department and they will make sure it gets out for repair.

Manufacturer narrative:
One microsensor was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found that there was a film residue partially covering the sensor area that is not part of the manufacturing process. The sensor was unable to be balanced due to the film residue. Once the residue was removed, the sensor was able to be balanced. There was a kink in the catheter material 3.5 cm from the sensor case. All functional testing passed after cleaning the device. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be use related (flim residue). Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.